Event description:
She has experienced several instances where the tubing became seperated from the luer lock. The pt stated that she would normally change her site and everything would be fine. The pt is very active and attributed some of the brakage to daily activity. Pt did not have any blood glucose level concerns.